Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device revealed the trial was cracked. The noted damage is consistent with unintended user error and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Femoral trail reported for unknown reasons. No patient consequences or surgical delays noted.